Event description:
It was reported that during service and repair pre-testing, it was discovered that motor device rotations per minute (rpms) did not meet specifications and there was oil in the swivel of the device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had oil in the swivel, was rubbing, had a small knick (cosmetic damage) in the hose and had low rotations per minute (rpms). Therefore, the reported condition was confirmed. It was determined that the oil in the swivel was due to a worn out o-ring. It was determined that the low rotations per minute (rpms) were due to rubbing from the vanes and worn bearings. It was determined that he knicks in the hose were from allowing the hose to come in contact with a sharp object. The assignable root cause was determined to be due normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate